Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The cross brace was returned for evaluation, and subsequent testing verified the complaint. The cross brace had a broken weld at the seat rail. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states weld broke.